Manufacturer narrative:
(B)(4). Results of investigation: due to the lack of material for evaluation, no verification of the allegation can be completed and no definitive root cause of failure determined. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a burnt lemo connector. It is unknown at this time whether there was any patient involvement associated with this complaint.